Event description:
It was reported that there was no capture, positioning difficulty, and an apparent lead fracture. The lead was capped and no patient complications have been reported as a result of this event.